Manufacturer narrative:
Investigation ¿ evaluation reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, and a functional test & visual inspection of the returned device as well as an inspection of an unused product were conducted during the investigation. The visual inspection of the returned package confirmed that one flexor ansel guiding sheath was returned to cook for investigation. The device was returned with the hub separated. Biomatter was noted on both the sheath and the dilator. The dilator was noted to also have tip damage. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided for the device, which states "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the examination of the returned product, investigation has concluded that a cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the hub of the flexor ansel guiding sheath broke off during device preparation - flushing with heparinized saline. The device never made patient contact. It was not used during the left lower limb angiogram procedure. No patient adverse effects have been reported.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.